Event description:
Vitrectomy machine stopped working during the retinal detachment procedure. Machine indicated error code (05). Biomed repair company found vacuum was out of calibration and the alarm technical was bent.